Event description:
It was reported by the account that the patient's intraocular lens (iol) was removed and replaced without complication 2 months after the initial implant. The pt was initially corrected for near vision; however, the surgeon subsequently decided to exchange the iol and give the pt distance vision.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. One distorted haptic was observed. The lens was sent for diopter measurement and was found to be correct. The definitive cause of this event is undeterminable, but does not appear to be a mfg issue. Prior to release, the lens met all mfg specifications. Will continue to monitor and trend all reports received.